Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid, and ¿like four other drugs¿ (per the consumer) via an implantable pump for non-malignant pain and joint pain/arthritis. The names of the other drugs were unknown and the concentration and doses for all of the drugs was unknown. It was reported on (B)(6) 2016 that the patient saw a code of 8286 on the personal therapy manager (ptm). It was noted that the patient was going in on (B)(6) 2016 for a refill. No symptoms were reported. The consumer was redirected to the follow-up with the healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.